Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the proximal insulation abraded at 55cm from the connector pin.

Event description:
It was reported that the lead exhibited high threshold of 6 v. The lead was explanted and replaced.